Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip and poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated there was "leakage of blood into the holder down the tube, due to too great a distance between the non-patient sleeve that surrounds the needle that punctures the tube."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced blood splatter/leakage, or other sample leakage from device other than the insertion site or needle tip, and poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated there was, "leakage of blood into the holder down the tube, due to too great a distance between the non-patient sleeve that surrounds the needle that punctures the tube."